Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the device is pending to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the blue clamps on a chronic catheter had allegedly malfunctioned. The patient status is unknown.

Event description:
It was reported that the blue clamps on a chronic catheter had allegedly malfunctioned. The patient status is unknown.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: the complaint ¿the blue clamps on a chronic catheter had allegedly malfunctioned" is confirmed. According to the photo evaluation and (bas) investigation is concluded that the catheter shows residues of usage as also was observed that the blue clamp was not assembled properly which leads to a malfunction of the device, since this catheter is a supplied component. The cause of this condition is supplier related. An incident report is performed to notify the suppliers about this issue. Labeling review: as this complaint has been determined to be supplier related, the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications has been determined to be not applicable. Labeling would not have prevented this issue.